Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing causing pacing pauses following implant. It was further reported that the ICD is being used for off-label biventricular pacing.